Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection of the lead a stylet could not be properly introduced and advanced within the leads lumen. Further analysis revealed coagulated blood in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the explant procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. There are currently no supplementary data. The case is therefore closed. If additional information should be received at a later time, the case will be reopened and the investigation continued.

Event description:
Ous MDR. After an implant period of approximately 5 months, impedance values greater than 3000 ohms were reported, while all other measurements were in range. One day post the revision procedure had taken place, the first follow up showed sensing values around 0.3 to 1.7 mv. It was decided to explant the system. During the explant procedure, a loose suture was noted and dislodgement was observed. The lead was not returned to biotronik.